Event description:
It was reported that a patient underwent a tooth extraction procedure in 2023 and suture was used. During the mucosal suture after tooth extraction, the combination was used to pierce from the outside to the inside and the needle came loose from the thread several times, although no excessive tension was applied. They are all experienced users and this problem has not yet occurred. During the procedure, the needle pull-off during tissue passage. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/5/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: did the event occur in multiple procedures? As mentioned three doctors had this problem if yes, what is the total number of procedures? Multiple, number no longer ascertainable, but usually one affected item per procedure. If multiples procedures are involved, please indicate how many sutures are affected per procedure? Usually one affected item when did the needle detach/pull off from the suture (in the package, during removal from the package, during handling before use on the patient or during use on the patient)? Please specify for each of the involved devices. During use on patient, after the first puncture. The following information was requested, however no response was received: please provide the procedure date. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) the single complaint was reported with multiple events. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2023-07463, 2210968-2023-07464, 2210968-2023-07465, 2210968-2023-07466, & 2210968-2023-07467 & 2210968-2023-07470.